Event description:
Customer reported receiving difference in readings between sensor glucose and blood glucose levels. Customer stated that she had not noticed any bent cannulas. Customer stated that at the time of the call, her sensor glucose reading was 60 mg/dl while her blood glucose level was 120 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.